Manufacturer narrative:
The event date of (B)(6) 2018 is an approximate date. The exact event date has been requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that a 4.0 cm cuff was attempted but not used during an original artificial urinary sphincter (aus) implantation surgery because it was the wrong size for the patient. The patient was subsequently implanted with a 5.0 cm cuff. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted.